Event description:
The caller alleged discrepant results when compared with the lab. The following test results were reported: pt. 1, inratio lab 10.6 note: inratio test performed 3 hours after vit. K administration. Day2 inratio 1.7 lab 8.0 , pt.2 inratio 1.0 (volunteer not on coumadin), day 3 inratio 1.7 lab 1.5 stable patient on coumadin, pt.1nratio 2.1 lab 6.3. A correlation study shall be performed. Technical support shall the site a demo meter and additional strips.